Event description:
Customer reportedly obtained results of "lo" and 169mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device, however, caller states, strips are unavailable for return.